Event description:
Caller reported a malfunction on the pump, identified with a resettable malfunction code. There was no adverse impact to the customer¿s blood glucose level. The caller was assisted with resetting the pump by customer technical support and advised to continue using the pump, with instructions to call back if the malfunction code recurs.